Manufacturer narrative:
Manufactured 5/2006; part 594099, lot 177846; part 594950, lot 207040, manufactured, 2/2007; part 594950, lot 248204; part 594950, lot 623460; part 594950, lot 717620, manufactured, 5/2007; part 594950, lot 877920, manufactured, 2/2007; part 594950, lot 977510, manufactured, 2/2007; part 594950, lot 992570, manufactured, 2/2007; part 594950, lot pn61a, manufactured, 8/2007; part 594968, lot 293841, manufactured, 12/2004; part 94089, lot 512470, manufactured, 5/2007; part 94410, lot 882982.

Event description:
It was reported that patient complained of back pain. A diagnosis of hardware failure was made.